Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: ongoing. If additional information is received a follow up report will be submitted.

Event description:
It was reported when the #11 scalpel blade was opened, it was realized that it was rusted. The blade was not used. No additional information was provided. A request for additional information was made, however, not yet received. If additional information is provided a follow up report will be submitted.

Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found additional labeling from bbraun s.a.. We also detected corrosion. We made a visual inspection of the opened sterile packaging. Here we discovered visible damage and a hole. Furthermore we found corrosion particles. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specificaiton, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably related to an improper transport. Rationale: according to the quality standard and DHR files, a material defect and production error can be excluded. No CAPA is necessary.